Event description:
It was observed during the device evaluation that the rigid video laparoscope had damaged fiber bonding in the outer tube area at the distal end, and the image was not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the video cable is broken and therefore the image is not displayed and for the fiber bonding in the outer tube area (distal end) is damaged, the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.